Event description:
Manual threshold was 0.75v/0.4ms [ventdcular capture management (vcm) threshold was high}. Vcm was set on the monitor mode and changed to 1.sv/0.4ms. It was noted that there were chanp:es in mvocardial status. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).